Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the patient notified their healthcare provider (hcp) and had them lower it because the patient as unable to do it themselves with the bandages on. The patient reported that the circumstances that led to stimulation being too strong was being sore from surgery. The patient reported that the strong stimulation and swelling had been resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator. It was reported that the patient's stimulation was too strong. They wanted to use the patient programmer (pp) to adjust the stimulation, but wanted to know if the pp would pull the staples out. It was noted that the incision had bandages and swelling. They were going to try to use the pp and would contact the healthcare professional (hcp) office.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.